Event description:
It was reported that the patient had an inflatable penile prosthesis revision due to cylinder tubing length adjustment, no new device was implanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information: device has been returned for analysis, analysis is anticipated but not yet begun.

Event description:
It was reported that the patient experienced the cylinder tube length was too long with an inflatable penile prosthesis (ipp). The ipp cylinder tube length was adjusted and no new device was implanted. Should additional relevant details become available, a supplemental report will be submitted.